Manufacturer narrative:
A ge service rep performed an onsite investigation. The mcu pcb assembly was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of motorized movement functionality. This event may preclude the user from being able to obtain necessary views during a pt care case. No pt or user injury was reported related to this event.